Event description:
The account stated the brake is not holding as it should.

Manufacturer narrative:
The technician found the casters were worn. He adjusted the brake and brake/steer casters to repair the bed.